Event description:
It was reported that, "gamma3 targeter appeared to be sending guide wire superior through the 130 degree nail lag screw hole. Several attempts to repass the wire resulted in a superior wire placement as opposed to central. The wire was left superior and the nail was backed out to centralize wire and allow for lag screw reaming. Case was completed without adverse consequences to the pt."

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.